Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels, which required medical intervention by emergency medical services. The blood glucose reading was 32 mg/dl. The customer stated that she did not believe that the event was due to anything related to the insulin pump but rather caused by new medications. She reported that her endocrinologist had started her on new medication, which may have contributed to low blood glucose. She stated that she had not been coherent at the time of the event, and her son called emergency medical services to intervene. She affirmed that she did not believe that the event was caused by any malfunction of the insulin pump. Nothing further reported.